Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and lysis of adhesions. It was reported that on (B)(6) 2006 the patient underwent mesh revision and partial removal of mesh sling procedure. It was reported that on (B)(6) 2008 the patient underwent mesh placement with pinnacle pelvic floor repair kit and sacrospinous vaginal suspension, anterior repair, and rectocele repair.